Event description:
A report was received stating that during use fo the device, the extension set tubing separated from the needleless valve. User facility reported that there were no adverse effects to the patient.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.